Manufacturer narrative:
H6: imdrf device code a150101 captures the reportable event of stent failure to expand. H11: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the inner sheath was detached, and the stent was returned without the suture. No other damages were noted to the stent. Product analysis confirmed the reported event of stent failure to expand. Taking all available information into consideration, the investigation concluded that the reported event of inner sheath detached was likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damage. The reported event of stent failure to expand can likely be attributed to the manufacturing process. It is most likely the handling of the boxes during the transport or the storage of the device could have caused the damage reported. Therefore, review and analysis of all available information indicated the most probable cause is cause traced to transport/storage. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that "scissors were used to cut the delivery system that still contained the partially deployed stent.".

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right main bronchus to treat a 4cm intrinsic malignant tumor during a flexible bronchoscopy procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed. However, it was noted under x-ray that the stent was not expanding radially. The stent deployment suture was completely released, and the delivery system was attempted to be removed. However, the stent was still attached to the delivery system as it did not fully expand. The stent was then removed together with the delivery system, and the delivery system was cut using scissors after it had been removed from the patient's body. The procedure was completed using another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right main bronchus to treat a 4cm intrinsic malignant tumor during a flexible bronchoscopy procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was attempted to be deployed. However, it was noted under x-ray that the stent was not expanding radially. The stent deployment suture was completely released, and the delivery system was attempted to be removed. However, the stent was still attached to the delivery system as it did not fully expand. The stent was then removed together with the delivery system, and the delivery system was cut using scissors after it had been removed from the patient's body. The procedure was completed using another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event.